Manufacturer narrative:
(B)(4). During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that the target lesion was highly calcified. The lesion was pre-dilated, and the 2.5 x 18 mm xience v stent delivery system (sds) was advanced, but failed to cross the lesion. The 2.5 x 18 mm xience v sds was removed and an attempt was made to place the 3.0 x 18 mm xience v sds, but it also failed to cross. Pushing and pulling was applied to the sds continually for crossing; therefore, the proximal portion of the shaft separated outside of the patient. A new xience v sds was used to complete the procedure. There were no reported patient effects. No additional event or patient information is available.